Event description:
The physician was using an electrode for a cysto turp. During the resection he saw a flash of bright white light. He pulled out the electrode and the tip was broken. The electrode was replaced with a new one. No harm to the patient.